Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified battery communication timeout and battery not working. During the functional testing could not duplicate battery communication timeout. Battery was initially depleted, charged battery for a few minutes and then it was operating as intended and battery values were in specifications. The root cause of the issue was due to normal wear, battery was 8 years old. Replaced and fully charged the battery. Performed power up process and preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump exhibited a bad interconnect board. During testing, no patient injury was reported.